Manufacturer narrative:
Correction of concomitant medical products: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of ¿false upstream occlusion alarm¿ was not verified or reproduced during evaluation. Instead evaluation determined the issue to be false downstream occlusion alarms which were evidenced through a review of the event history log (ehl). The device was found out of specification related to false downstream occlusion alarms and the cause was determined to be the downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported false upstream occlusion which was not reproduced during evaluation. False upstream occlusion alarms were verified through a review of the event history log and found to be caused by a failed downstream tubing guide which was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced false upstream occlusion alarm during therapy (medication, dose, programmed amount and delivery rate unknown). There was no known patient injury or medical intervention associated with this event. No additional information is available.